Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Access was obtained via the femoral artery. The 75% stenosed, 2.5x26mm, concentric, de novo lesion being treated was located in the mildly tortuous right coronary artery (rca). This 2.5x30mm maverick2 balloon was selected for pre-dilatation. The balloon was inflated for 15-20 seconds and ruptured at 6atm during ¿pre-deflation¿. The procedure was continued with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Usage of device corrected from na to ni. Device evaluated by MFR: a visual examination of the returned device identified that a longitudinal tear was present inside the balloon. The tear stretched from the distal cone to the proximal body of the balloon. An examination of the markerbands identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Access was obtained via the femoral artery. The 75% stenosed, 2.5x26mm, concentric, de novo lesion being treated was located in the mildly tortuous right coronary artery (rca). This 2.5x30mm maverick2 balloon was selected for pre-dilatation. The balloon was inflated for 15-20 seconds and ruptured at 6atm during "pre-deflation". The procedure was continued with another of the same device. No patient complications were reported and the patient's status is stable.